Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced both oversensed beats and undersensed beats during treated ventricular arrhythmia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.